Event description:
Unomedical reference number (B)(4). Event occurred in the netherlands. It was reported that the patient's infusion set fell off during swimming. The patient replaced the infusion set and insulin was resumed successfully. No further information available.